Manufacturer narrative:
While inspecting instruments to be reassembled after the case, it was noticed that the cup inserter had a small crack in the plastic part of the handle. Examination of the returned instrument confirms the observation. The overall condition of the item indicates it has been well used over time. The root cause is attributed to heavy use / wear out. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While inspecting instruments to be reassembled after the case, it was noticed that the cup inserter had a small crack in the plastic part of the handle.